Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The nxstage system one cycler has since been exchanged with no additional problems being reported. Evaluation of the returned cycler determined the cause of reported arterial air alarm was a faulty interconnect cable. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff was notified of the event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to suspected clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.